Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The device was repaired by replacing the main board plunger force sensor board, plunger cable and plunger case. The pump passed all validation tests. The software was updated to version 1.6.5 and reset to the standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was getting a system failure, primary audible alarm on boot up. There was unknown patient involvement.